Event description:
Patient had intra-aortic balloon pump (iabp) for cardiac assist while awaiting heart transplant. The iabp alarmed leak in circuit. Upon assessment, there was blood back to the pump in the helium line. Blood noted in pump system. Health care team decided to wait for iabp removal in the cath lab in the morning. Patient was given blouses of heparin to increase act until cath lab able to take patient for iabp removal. Iabp on standby for 4.5 hours before patient left for cath lab. Patient reported worsening neck and left upper extremity pain. At this time, it is unknown if the patient's injury is attributed to the iabp.

Manufacturer narrative:
It was reported that heparin was utilized to prevent a possible thromboembolic event while the iabp unit was malfunctioning and dobutamine was added to prevent worsening shock.

Event description:
Patient had intra-aortic balloon pump (iabp) for cardiac assist while awaiting heart transplant. The iabp alarmed leak in circuit. Upon assessment, there was blood back to the pump in the helium line. Blood noted in pump system. Health care team decided to wait for iabp removal in the cath lab in the morning. Patient was given boluses of heparin to increase act until cath lab able to take patient for iabp removal. Iabp on standby for 4.5 hours before patient left for cath lab. Patient reported worsening neck and left upper extremity pain. At this time, it is unknown if the patient's injury is attributed to the iabp.

Manufacturer narrative:
At this time the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer's biomed has advised that the blood contaminated parts were replaced which include the safety disk, condensation removal module, blood detect tubing assembly, purge valve assembly, fill manifold assembly, fill manifold bracket, transducer block assembly, luer lock, tubing, pressure/vacuum reservoir assembly, hose, clamp and drive manifold insulator. The biomed then completed preventative maintenance (pm) before returning the iabp unit to service. All blood contaminated parts were discarded. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
Patient had intra-aortic balloon pump (iabp) for cardiac assist while awaiting heart transplant. The iabp alarmed leak in circuit. Upon assessment, there was blood back to the pump in the helium line. Blood noted in pump system. Health care team decided to wait for iabp removal in the cath lab in the morning. Patient was given boluses of heparin to increase act until cath lab able to take patient for iabp removal. Iabp on standby for 4.5 hours before patient left for cath lab. Patient reported worsening neck and left upper extremity pain. At this time, it is unknown if the patient's injury is attributed to the iabp.